Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with syncope. Upon interrogation, it was noted that the right ventricular (rv) lead was not capturing, and no threshold was noted. Under fluoroscopy, the lead was noted to be in the rv but was still not capturing. The lead was explanted and replaced with threshold was below 1 v. The patient was stable.

Manufacturer narrative:
As received a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.